Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the section b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing noise, possibly from muscle potentials. An x-ray was performed showing suboptimal device positioning. The plan is to possibly correct the position through surgical procedure. Data analysis was performed, and boston scientific technical services indicated that the signals recorded in all events appeared to look like sense b node issue. Troubleshooting steps were provided to help confirm the root cause. The device was reprogrammed to primary vector. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing noise, possibly from muscle potentials. An x-ray was performed showing suboptimal device positioning. The plan is to possibly correct the position through surgical procedure. Data analysis was performed, and boston scientific technical services indicated that the signals recorded in all events appeared to look like sense b node issue. Troubleshooting steps were provided to help confirm the root cause. The device was reprogrammed to primary vector. There were no additional adverse patient effects reported. The device and electrode remain in-service.